Manufacturer narrative:
Vyaire file identification: (B)(4). H10: vyaire medical was able to confirm the issue - unit had the battery low led lit. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the battery clip cable assembly. Patient circuit calibration and performance check were performed and the unit passed. Vent is operational and meets OEM (original equipment manufacturer) specifications.also, when the customer tried to replace the battery it was found that the compartment was completely corroded including the retaining clip. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100b ventilator had the battery low led lit. There is no information of patient involvement associated with the event as of this time.